Manufacturer narrative:
Analysis: because the v12 was not returned we cannot determine if there was a performance issue with the device. All balloons are thermally attached to the catheter shaft during manufacture. There is no adhesive. During the manufacture of the balloon to the shaft a sampling of the product is tested to ensure the balloon weld strength meets specification. The device history records show that the lowest tensile break force value seen was 28 newtons. The requirement for the proximal balloon force is that the bond must exceed 15 newtons. As the lowest value seen during the manufacture of the product was 28 newtons the bond strength far exceeds the requirement. The physician in the case did not respond to our questions making further evaluation more difficult. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. All 20 samples passed this inspection. Ability to deploy the stent at nominal pressure (8atm). All 20 samples tested passed this inspection. Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. Based on the review of the device history records all 20 samples tested for proximal balloon bond separation tensile force passed the requirement by over 12 newtons. The root cause of the balloon separation cannot be determined.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Analysis: the advanta v12 stent delivery system was returned from the field and evaluated. As mentioned in the case details, the balloon was separated from the catheter shaft. The separation was at the proximal balloon bond. Due to the condition of the returned balloon a determination if the balloon had a leak or tear was not able to be determined. The details also state that the balloon was not able to be retrieved with a snare. Based on its condition it does not appear to have been deflated fully. The balloon had been separated at the proximal balloon bond it the neck of the balloon had been necked down to a smaller diameter as did the catheter shaft just prior to the proximal balloon bond. This balloon weld where the pet balloon is thermally welded to the catheter shaft is tested in process to ensure the quality of the bond. A sampling of every manufacturing lot is tested to ensure it meets the tensile force requirement of 15 newtons (n). The production lot history records indicate that the minimum tensile force seen during the testing was 28 n. This is well above the 15 n requirement. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the stent to be deployed and the balloon deflated then withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was not allowed the required 40 seconds of deflation time as indicated within the supplied instructions for use prior to removing out of the stent.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during a procedure to stent the common iliac artery, the balloon stayed trapped in the stent. The delivery catheter of the stent was retrieved without the balloon. The clinician attempted unsuccessfully to retrieve the balloon with a snare.